Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 127 mg/dl at the time of incident. Customer stated that the insulin pump had received motor error. The customer stated that the reservoir ring was cracked. Customer stated that the reservoir ring does not lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to faulty battery board noted. Device received with broken reservoir tube lip and battery tube thread noted. Unable to perform test to confirm motor error due to blank display.